Event description:
It was reported there was an informational power on reset (por) condition. The device could not be interrogated by the physician programmer because it was too low, so the patient first recharged the device by temporarily bypassing the por screen using the audio button on the recharger. Once the battery was up to 50% the por was cleared, and the patient was receiving effective stimulation. The patient was able to charge normally and charged the battery up to 100%, but the cause of the por was unknown. The patient had 2 devices implanted at the time of the event and it is unknown which device the event pertains to, so a report has been filed on both. See MFR report # 3004209178-2012-00004 for the other report.

Event description:
Correction: additional review indicates the previously referenced manufacturing report was incorrect. The correct report to reference is MFR report # 3004209178-2012-01185.

Manufacturer narrative:
Concomitant medical products: lead model 3777-75 serial #(B)(4) implanted: (B)(6) 2011, lead model 3777-75 serial #(B)(4) implanted: (B)(6) 2011, adaptor model 37092 lot #273030001 implanted: (B)(6) 2011, programmer model 37743 serial #(B)(4), recharger model 37752 serial #(B)(4).